Event description:
The lifepak 12 was connected to the pt through quik-combo adult pacing/defibrillation/ECG electrodes. Reportedly the device displayed the pt ECG as dashed lines through paddles lead. The lifepak 12 was removed and lifepak 500 reconnected to the pt. The AED rendered a no shock advised decision. The lifepak 12 was then used to diagnose the pt with an asystolic rhythm through a 4-wire ECG cable. The pt was not resuscitated. The reporter indicated pt outcome was not affected by the discrepancy, due to use of the AED and a lack of pt viability.